Manufacturer narrative:
Concomitant product(s): a 250ml ndc 0409-7809-22 lot number 79-805-kl exp 1 jan 2019 dopamine; (3) pri tubing. The customer¿s report that the pump shut off was confirmed. The pcu event log shows that at 12:16 am on (B)(6) 2017 the user programmed an infusion of dopamine 400mg/250ml at a rate of 82.5ml/hr. At 1:42 pm on (B)(4) 2017 a delay was programmed with a callback after. After the delay was programmed, the infusion completed 3 times on (B)(6) 2017 and then stopped as expected with an alarm for callback after. Each time the user acknowledged the callback pop-up within a short time, changed the vtbi and then restarted the infusion. The root cause of the pump shutting off and not switching to kvo was user programming using the delay feature. By design the system does not revert to kvo at the end of an infusion when the delay start feature is used, and does not display an audio or visual alert when the delayed infusion is complete, unless a callback after option has been programmed. In this case a callback after was programmed and the device alarmed as designed with no kvo.

Event description:
The customer stated that dopamine 400mg/250ml was programmed with guardrails and infusing at 8mcg/kg (38.102 ml/hr) with the pump set to alarm when a new bag was needed to be hung. The pump stopped infusing and did not switch over to the kvo rate of 20ml/hr when the dopamine was complete. The nurse stated the patient¿s door to the room was closed and the arterial line monitor was heard alarming at the nurse¿s station. When the patient's door was opened, the nurse heard a "normal sounding" pump alarm and saw the pump displaying ¿infusion complete¿ with the bag empty. The patient¿s systolic blood pressure went from 120 to 50 during the event. There was no lasting harm.